Manufacturer narrative:
Us customer contacted cepheid to discuss discrepant results from three patients using xpert xpress cov-2/flu/rsv plus. Patient 1: on (B)(6) 2023, one sample was collected. The patient's signs/symptoms were acute cough/bronchitis. Patient 1 sample 1 was tested per IFU on the xpert xpress cov-2/flu/rsv plus assay. The results were sars negative, flu a positive, flu b negative, and rsv negative. Patient 1 sample 1 was also tested on the roche liat, and the results were sars detected, flu a detected, flu b not detected. All results were reported to the md, currently have flu a positive on patient's chart. Site reported patient's health is unknown. Patient 2: on (B)(6) 2023 one sample was collected. The patient's signs/symptoms were chest congestion/cough. Patient 2 sample 1 was tested per IFU on the xpert xpress cov-2/flu/rsv plus assay. The results were sars negative, flu a positive, flu b negative, and rsv negative. Patient 2 sample 1 was also tested on the roche liat, and the results were sars detected, flu a detected, flu b not detected. All results were reported to the md, currently have flu a positive on patient's chart. Site reported patients' health is unknown. Patient 3: on (B)(6) 2023 one sample was collected. The patient's signs/symptoms were unknown. Patient 3 sample 1 was tested per IFU on the xpert xpress cov-2/flu/rsv plus assay. The results were sars negative, flu a positive, flu b negative, and rsv negative. Patient 3 sample 1 was also tested on the roche liat, and the results were sars detected, flu a detected, flu b not detected. All results were reported to the md. On (B)(6) 2023 patient 3 sample 1 was removed from the fridge and brought to room temperature. Patient 3 sample's 1st retest was tested, per IFU, on the xpert xpress cov-2/flu/rsv plus assay. The results were sars positive, flu a positive, flu b negative, and rsv negative. This result was reported to the md, and the patients file stated the results reported out were sars positive and flu a positive. Site reported patient was hospitalized (B)(6) 2023 through (B)(6) 2024, and then they were released. The customer site has also reached out to roche about discrepant results and roche is investigating as well. The investigation is ongoing. Additional information regarding likely root cause will be provided in a follow up report once the investigation has been completed.

Event description:
Us customer contacted cepheid to discuss discrepant results from three patients using xpert xpress cov-2/flu/rsv plus. Patient 1: on (B)(6) 2023, one sample was collected. The patient's signs/symptoms were acute cough/bronchitis. Patient 1 sample 1 was tested per IFU on the xpert xpress cov-2/flu/rsv plus assay. The results were sars negative, flu a positive, flu b negative, and rsv negative. Patient 1 sample 1 was also tested on the roche liat, and the results were sars detected, flu a detected, flu b not detected. All results were reported to the md, currently have flu a positive on patient's chart. Site reported patient's health is unknown. Patient 2: on (B)(6) 2023 one sample was collected. The patient's signs/symptoms were chest congestion/cough. Patient 2 sample 1 was tested per IFU on the xpert xpress cov-2/flu/rsv plus assay. The results were sars negative, flu a positive, flu b negative, and rsv negative. Patient 2 sample 1 was also tested on the roche liat, and the results were sars detected, flu a detected, flu b not detected. All results were reported to the md, currently have flu a positive on patient's chart. Site reported patients' health is unknown. Patient 3: on (B)(6) 2023 one sample was collected. The patient's signs/symptoms were unknown. Patient 3 sample 1 was tested per IFU on the xpert xpress cov-2/flu/rsv plus assay. The results were sars negative, flu a positive, flu b negative, and rsv negative. Patient 3 sample 1 was also tested on the roche liat, and the results were sars detected, flu a detected, flu b not detected. All results were reported to the md. On (B)(6) 2023 patient 3 sample 1 was removed from the fridge and brought to room temperature. Patient 3 sample's 1st retest was tested, per IFU, on the xpert xpress cov-2/flu/rsv plus assay. The results were sars positive, flu a positive, flu b negative, and rsv negative. This result was reported to the md, and the patients file stated the results reported out were sars positive and flu a positive. Site reported patient was hospitalized (B)(6) 2023 through (B)(6) 2024, and then they were released. The customer site has also reached out to roche about discrepant results and roche is investigating as well.

Manufacturer narrative:
Us customer contacted cepheid to discuss discrepant results from three patients using xpert xpress cov-2/flu/rsv plus. Patient 1: on (B)(6) 2023, one sample was collected. The patient's signs/symptoms were acute cough/bronchitis. Patient 1 sample 1 was tested per IFU on the xpert xpress cov-2/flu/rsv plus assay. The results were sars negative, flu a positive, flu b negative, and rsv negative. Patient 1 sample 1 was also tested on the roche liat, and the results were sars detected, flu a detected, flu b not detected. All results were reported to the md, currently have flu a positive on patient's chart. Site reported patient's health is unknown. Patient 2: on (B)(6) 2023 one sample was collected. The patient's signs/symptoms were chest congestion/cough. Patient 2 sample 1 was tested per IFU on the xpert xpress cov-2/flu/rsv plus assay. The results were sars negative, flu a positive, flu b negative, and rsv negative. Patient 2 sample 1 was also tested on the roche liat, and the results were sars detected, flu a detected, flu b not detected. All results were reported to the md, currently have flu a positive on patient's chart. Site reported patients' health is unknown. Patient 3: on (B)(6) 2023 one sample was collected. The patient's signs/symptoms were unknown. Patient 3 sample 1 was tested per IFU on the xpert xpress cov-2/flu/rsv plus assay. The results were sars negative, flu a positive, flu b negative, and rsv negative. Patient 3 sample 1 was also tested on the roche liat, and the results were sars detected, flu a detected, flu b not detected. All results were reported to the md. On (B)(6) 2023 patient 3 sample 1 was removed from the fridge and brought to room temperature. Patient 3 sample's 1st retest was tested, per IFU, on the xpert xpress cov-2/flu/rsv plus assay. The results were sars positive, flu a positive, flu b negative, and rsv negative. This result was reported to the md, and the patients file stated the results reported out were sars positive and flu a positive. Site reported patient was hospitalized (B)(6) 2023 through (B)(6)2024, and then they were released. The customer site has also reached out to roche about discrepant results and roche is investigating as well. This is a case whereby the customer has a protocol to confirm multi-target positive results from liat with the xpert xpress cov-2/flu/rsv plus assay. The customer confirms that the patients were treated for flu a, therefore no known patient harm, and are curious about the rate of sars-cov-2 and flu a coinfections. It is possible that the patients may be experiencing sequential infection and the targets are at the limit of detection of the test. There are no leftover specimens to confirm by other methods. Review of manufacturing data shows no product malfunction. The customer agrees with the discussion and has agreed to close the case and will freeze specimens in the future if they encounter questionable results. The likely root cause in this case is inconclusive. False negative: as per section 3 of the xpert xpress cov-2/flu/rsv plus eua IFU; "negative results do not preclude sars-cov-2, influenza a virus, influenza b virus and/or rsv infection and should not be used as the sole basis for treatment or other patient management decisions. Negative results must be combined with clinical observations, patient history, and/or epidemiological information." Note for section h3 device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress cov-2/flu/rsv plus test and the unavailability of that product lot to be returned to cepheid. After further investigation, this case was deemed not reportable. Section h6 investigation findings and investigations conclusions codes have been updated to reflect the outcome of the investigation.